Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to fractured. The catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis. During the af procedure, there was an issue with the tip curve. Before contacting the patient for the first time, the curve was not controlled as expected. It was inserted into the patient and controlled, but it also did not bend as expected. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.